Event description:
Pt reported irritation and discharge in her eyes, which she believed was caused by her use of bausch & lomb renu multiplus lubricating & re-wetting drops. Pt said she had been using the .27-0z. Bottle for approx 1 and a half months and had periodically experienced these symptoms. She said she considered that she might need a new prescription for her contact lenses and would periodically switch to wearing her glasses, as her eyes felt as if they were scratched at times. She said she wears three-week disposable contact lenses and does not wear them overnight. She has been wearing these contacts for four years with no problems. She added she has also been using renu saline cleaning solution, but did not have the bottle with her at the time of this discussion. Pt did not seek medical attention and there was no diagnosis of her condition. Provided her with the press release: "bausch & lomb collaborates with experts to investigate extent and cause of fungal eye infections" dated 03/31/06. Included the "dear contact lens wearer" letter, "advice for pts with soft contact lenses: risk of serious fungal infection" dated 04/10/06 from FDA's website. Said she would consult with her physician regarding her eye condition and report back any significant findings.